Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid would not flow through a one-link non-dehp y-type microbore catheter extension set during use with a non-baxter pump. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no patient injury or medical intervention reported in association with this event. No additional information is available.